Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in romania underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient developed peristomal infection and cellulitis. The stoma secretion was positive for staphylococcus infection. The patient was treated with antibiotic tazocin 4.5 mg IV (13.5 mg/day) for the infection. It was recommended to replace the tube with the creation of new stoma. The peg tube was replaced on (B)(6) 2017.